Event description:
It was reported that the implantable pulse generator (ipg) was explanted and replaced. The ipg could not establish telemetry during a device check. It was noted that the device had reached elective replacement indicator (eri) and the patient had not received follow up care since 2004. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.